Event description:
It was reported that the device had a latitude report with missing implant date information. A review of device downloaded memory was done by technical services and a patient data (pd) alert was confirmed. The next time the device is interrogated with a programmer, it will likely raise a pd error on the programmer screen. Technical services advised that the original implant date will be permanently lost and replaced with the date that device was setup. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.